Event description:
A female patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since the right external iliac artery was occluded and the proximal neck was short and angled. The right internal iliac artery was coil embolized. When the physician attempted to deploy the left iliac leg graft, after a main body was deployed, the physician realized that it was very difficult to confirm the point of the bifurcation of the left internal iliac artery. He went ahead and deployed the iliac leg graft and then the converter. The final angiography revealed a type I endoleak (1820334-2009-00270) and the occlusion of the left iliac artery by the leg graft. To solve the endoleak, the physician ballooned again the proximal neck and placed another manufacturer's stent. Then the femoral-femoral bypass was performed. The confirmatory angiography still confirmed some endoleak but the physician decided to take a wait-and-see approach since he judged the pulsating and the blood pressure had decreased. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Specific to placement of the stent graft, the IFU lists several warnings/procedures that could prevent this failure mode from occurring; the IFU warns that inaccurate placement of the graft may result in inadvertent occlusion of the internal iliac arteries. The IFU instructs to always use fluoroscopy for guidance, delivery and observation of any zenith component within the vasculature. During the deployment procedure within the IFU, it states to confirm distal end of leg graft and ensure internal iliac patency. The device remains implanted and no images were provided to assist in this investigation. Based on the provided event description, the fem-fem bypass appeared to be planned due to the right common iliac being occluded and subsequently coil embolized prior to the left internal iliac being incidentally covered. At this time, we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.